Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. On (B)(6) 2011: the patient had unspecified injuries related to a defect in the composix kugel and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. On (B)(6) 2011: the patient had unspecified injuries related to a defect in the composix kugel and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2007 ¿ patient was diagnosed with multiple ventral hernias thereby underwent laparoscopic repair with the implant of composix kugel mesh. Per op notes, ¿the hernia was found to be close to the umbilicus and to the left of the midline, a large defect was noted. There was a small defect close to large hernia. A composix kugel mesh was placed through large port and introduced into abdomen and tacked to the abdominal wall. Inferior edge of the mesh was found to be very close to the hernia defect and not adequate. The tacker was used to anchor mesh in circumferential manner.¿ on (B)(6) 2011 ¿ patient was diagnosed with recurrent incarcerated large incisional hernia thereby underwent open repair with the removal of mesh per op notes, ¿the hernia sac was consisted with multiple loose small bowel which adherent to sac. The old mesh was removed where hernia was recurred. A ventral mesh was placed into peritoneal cavity with gore tex surface facing the viscera and marlex mesh facing the anterior abdominal wall using sutures.¿ (note: the ventral mesh implanted in this procedure was unknown).

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g1, g3, g6, h2, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.